Event description:
Reporter alleged blood glucose measured 355 mg/dl back to back with a result in the 100s mg/dl performed 2 minutes from each other. No actions were taken and no treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.